Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.4 inr, reference: 1.9 inr, mean: 2.15, confidence limits: 1.4 - 3.1; 7-20-2011, 3.5 inr, 2.8 inr, 3.15, 1.9 - 4.6; (B)(6) 2011, 3.9 inr, 2.9 inr, 3.40, 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer has a thyroid condition and is taking several medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Patient current medication and health status may affect coagulation test which may lead to unexpected inr result or testing error. Recent test conducted on lot 243103 on 7/20/2011 met precision and accuracy criteria. Test results are as follows: donor 74 = 2.2, 2.1, 2.1 inr; donor 75 = 3.7, 3.8, 4.0 inr. In-house test results have 2.71% and 3.98%, respectively for each donor and are less than 16% cv. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 74 (2.02 inr) and donor 75 (3.48 inr), respectively. No further investigation will be pursued at this time. Conclusion: patient's conditions/medications may have contributed to unexpected test results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met precision criteria. (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 237417 has strip code 9705r material was split into two different lots: lot # 243103 into 12 packs (smaller lot), lot # 246450 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.4, lab: 1.9; (B)(6) 2011, 3.5, 2.8; (B)(6) 2011, 3.9, 2.9. Therapeutic range: 2.0-3.0.